Manufacturer narrative:
Additional, changed, and/or corrected data. Reason for reoperation: rupture.

Event description:
Healthcare professional later reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, part of the shell is missing. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Stress mark. Based on the device analysis the final assessment is: a sharp edge broken with non-penetrating nicks assessed as surgical impact. Non-penetrating nicks. Missing shell assessed as inconclusive.

Event description:
Healthcare provider reported right side capsular contracture, baker grade iii. Additional report of rupture was noted. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii.

Event description:
Healthcare provider reported right side capsular contracture, baker grade iii. The device remains implanted.